Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, there was poor staple formation issue. The clamp formation was apparently normal, however, there was fistula. It was reported the patient extended the hospitalization stay for a week, necessary to re-operate. The surgeon completed the surgery, and opened the fistula.